Event description:
Per the clinic, the patient experienced recurrent cellulitis around the implant site. The abutment was removed, and the patient underwent surgery to excise infected tissue in may (exact date not reported), but the issue could not be resolved. There are plans to remove the implanted device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report. Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.